Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the device was squirting out insulin during manual priming and the drive support cap was protruding. Blood glucose level at the time of the incident was 500 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.